Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that technical services (ts) reviewed the data for this patient with a cardiac resynchronization therapy pacemaker (crt-p). Upon review, it was noted this crt-p recorded a signal artifact monitor (sam) episode which revealed high out of range pacing impedance measurements on the right atrial (ra) channel. This triggered a lead safety switch (lss) to unipolar pacing. As a result of the unipolar pacing, this crt-p recorded atrial tachy response (atr) events with noise which was oversensed. Ts discussed reprogramming options and suggested the patient may need a lead revision. It was noted the patient would be seen in the clinic for troubleshooting. This crt-p remains in service and no adverse patient effects were reported.